Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: we were unable to fully investigate this incident, therefore a root cause could not be determined. Rationale: since no samples displaying the reported condition were received corrective actions are not necessary.

Event description:
It was reported that bd 10ml syringe luer-lok¿ tip cracked during use. The following information was provided by the initial reporter: material no.: 301029 batch no.: 9207766. It was reported the syringe cracked when injecting into patient. We sterile load platelet rich plasma, diluted super concentrated platelets and re-inject them to our patients. I do not have a sample of one due to them being in a sterile kit. Per email: we have a customer complaint that in 2 separate kits the 10ml syringe cracked when injecting a patient. Our customer has been using this syringe for over 2 years without any issue. They are currently pulling a different syringe from their inventory.